Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by a patient relative via mail that the patient underwent an rcr procedure on (B)(6)2023. During the first post-operation office visit on (B)(6)2024, an x-ray revealed an unexpected 1cm piece of metal in the shoulder. This fragment was identified as the arthrex 1.5 fiberstitch implant. The surgeon concluded it would be more damaging to surgically remove the broken fragment and determined that it would heal in the shoulder and might never present with any complications. The patient has experienced pain in the shoulder and sought out a second opinion. The surgeon's advice was similar regarding the risks versus the benefits of removing the broken fragment. Since the surgery, the patient has experienced mobility issues and pain with certain movements, but with the help of physical therapy, it has improved. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation that a metal fragment remains in the shoulder is confirmed based on the customer-provided picture. Visual evaluation of the customer provided x-ray imaging noted a metal fragment remained within the patient's shoulder. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error. The dfu for the fiberstitch, dfu-0356 rev 0, gives the following precautions: in the rare event of device or implant breakage, fragments can be located visually. Fragments can be removed manually through the incision site. In the event of unsuccessful implantation, the device(s) should only be retrieved under visual confirmation and if loose. Any attempt at retrieving devices entrapped in tissue or without visual confirmation of location may result in tissue damage or injury to the patient.